Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components.' Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03155 / 03156).

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, metallosis and loss of range of motion. A review of the invoice history confirms the taper and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, elevated metal ion levels, metallosis and loss of range of motion. A review of the invoice history confirms the taper and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed that the initial surgery took place on (B)(6) 2008. Additional information received in an operative report indicates a revision procedure was performed on (B)(6) 2013 due to pain. The operative report further notes a significant amount of scar tissue around the joint. During the procedure, the modular head and taper adapter were replaced and a polyethylene liner was implanted.